Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer stated that they alleged under delivery of insulin. Customer blood glucose level was 400 mg/dl and his current blood glucose level was 120 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. No further patient complication were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872. Inches. Test p-cap and reservoir locks properly into the reservoir compartment. No unexpected alerts, alarms, or anomalies noted during testing. Pump's history and trace files downloaded successfully using thus software and carelink and generated reports. In the pump history files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 26.35 u at (B)(6) 2022 at 0:00:00 and 24.15 u at (B)(6) 2022 at 0:00:00. No delivery alarm was found on the event date of 20-jun-2022 at 1:58 am during basal delivery. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Possible under delivery anomaly was not confirmed during testing. No delivery alarm/occlusion - unknown timing was not confirmed during testing. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.